Event description:
The st. Jude medical rep reported the ICD was explanted due to sensing failures. Bipolar channel was not showing intrinsic activity -- asynchronous brady pacing was taking place. Noise was also noted on the electrograms.